Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.